Event description:
Female pt presented with metastatic fallopian tube cancer (stage 3). Surgical management was elected. Intraoperative assessment during bowel manipulation noted discoloration. Surgeon proceeded with oncologic surgery including debulking. Various surgical instruments were used including scalpel, scissors, needle drivers, monopolar cautery and plasmajet. No pt injury was detected upon completion of procedure and surgeon did not elect to perform a bowel resection for either ischemia or enterotomy. Post-operatively (day #2) the pt course was complicated by multiple coronary embolic events. Those events were medically managed. Post-operatively (day #5) the pt course was complicated by signs of an acute abdomen. Surgeon performed surgical exploration of the abdomen. No enterotomy or fistula was observed during the reoperation. Medical management for a suspected enterotomy ensued. Post-operatively (week #2) the pt is under continued medical management for suspected enterotomy. This management includes intravenous antibiotics and surgical drainage.